Event description:
In early 2007, a wall channel/mount/monitor fell from the wall, striking a nurse. The nurse alleged temporary paralysis (for a period of two months). No permanent injury or impairment has been reported.

Manufacturer narrative:
The installation for the devices involved including the wall channel, mount, and philips mp30 intellivue patient monitor occurred approximately two years ago. The hospital was responsible for an installed the wall channel which has been confirmed and documented in the installation plan (scope of work). Philips labeling (service manual) for this device notes the customer's responsibility to assure adequate installation of the mounting hardware. There was no malfunction of a philips device or service. The wall channel became detached from the wall, causing the wall channel, mount, and monitor to fall. The issue is consistent with incorrect or inappropriate installation of the wall channel.